Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient experienced diarrhea and vomiting. Subsequently, the patient experienced peritonitis manifested by abdominal pain, cloudy pd fluids, fever and was hospitalized for the peritonitis the same day. Treatment was not reported. The peritonitis was resolving, and the patient was recovering. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Patient was born in 1949 (exact date not specified). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.